Manufacturer narrative:
(B)(4). The customer returned one 18ga introducer needle, one non-arrow syringe, and the product lidstock for analysis. Definite signs of use were observed. The needle cannula was observed to be broken at the level of the hub. Clarification from the customer was requested. No clarification was provided. Visual analysis revealed the needle hub contained one large vertical crack. Microscopic examination confirmed the crack in the introducer needle hub. A device history record review was performed and no relevant findings were identified. The customer report of a cracked needle hub was confirmed through visual inspection of the returned sample. The returned needle met all relevant requirements, and a device history record review was performed with no findings relevant to this investigation. Investigation of this issue is documented under a CAPA. The CAPA investigation indicates the root cause is design related. Teleflex has identified that the needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. Corrective actions have not yet been fully implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during insertion of catheter doctor noticed no vacuum in syringe and noticed crack on neck of the needle. New set was opened and used on the patient."

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "during insertion of catheter doctor noticed no vacuum in syringe and noticed crack on neck of the needle. New set was opened and used on the patient."